Manufacturer narrative:
The insulin pump was received with moisture damage found on the electronic assembly. However, the insulin pump powered up properly and no blank display noted. The insulin pump had normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No constant tone, beeping alarms, battery alerts or alarms noted during our testing. No moisture damage found on the motor, battery tube and vibrator assembly. No damage was found on the lcd isolation tape during our visual inspection. The insulin pump had cracked case, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that he got water inside the insulin pump and it was malfunctioning. The insulin pump went blank. After inserting the battery back, the customer received a battery alarm. The insulin pump was making a constant tone. Fluid was under the lcd display. The insulin pump had a crack above the screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.